Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer stated that occlusions were likely caused by scar tissue build up. The customer declined troubleshooting with tandem's technical support. There was no reported impact to blood glucose.